Manufacturer narrative:
Other relevant device(s) are: etlw1620c124ej, serial/lot#: (B)(4), ubd: 2018-09-15, UDI#: (B)(4); etew2020c82ej, serial/lot#: (B)(4), ubd: 2018-05-16, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1620c124ej, serial/lot#: unknown, ubd: unknown, UDI#:unknown, etew2020c82ej, serial/lot#: unknown, ubd: unknown, UDI#:unknown. Medtronic received the following information from the journal article entitled: successful hybrid management of a ruptured abdominal aortic aneurysm induced by type ii and iiib endoleaks after endovascular aortic repair. Shintaroh koizumi, naoki hayashida, hideomi hasegawa and soichi asano journal of vascular surgery 2019 vol 5 issue 3 https://doi.org/10.1016/j.jvscit.2019.03.016. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that CT imaging at the patient¿s three month follow up showed a slight aneurysm enlargement by 1mm. About six months after the index procedure the patient experienced sudden onset abdominal pain that gradually worsened. CT imaging showed an enlarged aneurysm and a retroperitoneal hematoma, and a ruptured aneurysm was diagnosed. CT angiography showed contrast filling. Angiography showed a type ii endoleak and a laparotomy was performed to ligate the ima and the endoleak was shown to be resolved. It was decided to also preform a sacotomy at this point for further assessment of other drainage vessels. No retrograde bleeding was noted from any of the arterial sites, however, a type iiib endoleak was identified. Two sites from the main stent graft body and one site from the leg of the endograft had active blood leakage. The location corresponded with the location of the endoleak at preoperative CT angiography. A non-mdt cuff (23x3mm gore excluder) and contralateral limb (20x10mm gore excluder) were implanted in the patient and the endoleak was resolved. Contrast CT six months later showed no endoleak and the hematoma was completely resorbed. It was additionally reported that the patient was forced to begin artificial dialysis.